Event description:
Patient reported right side "liquid collection", "signs of contracture," baker grade unknown and "intracapsular rupture", "intramammary lymph node", and "cysts.," not device related. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "capsular contracture, baker grade unknown" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, seroma-late, device rupture.